Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the forceps channel of the device was clogged with a transparent foreign object. There was no physical damage where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Additionally, it was noted that the adhesive of the bending section cover was separated. Angulation lock malfunction was noted. Cleaning brush could not be inserted due to clogging of the instrument channel. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the working channel of the gastrointestinal videoscope was completely clogged. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed a solid and translucent material likely from endotherapy accessories clogged in the biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.